Manufacturer narrative:
The following report is being submitted to relay additional information. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 2200ts tourniquet initial qa inspection of the a.t.s. 2200ts tourniquet by medicrea on (B)(6) 2017 revealed that there was no regulation problems detected. The regulation was done in normal way. There were no leaks detected. The repair process for the a.t.s. 2200ts tourniquet was performed by (B)(6) on (B)(6) 2018 and no components were replaced. A.t.s. 2200ts tourniquet, serial number (B)(4), was then tested and functioned properly. The reported event was unconfirmed since during initial inspection the device functioned as intended. The root cause of the device being unstable and regulating cannot be specifically determined with the provided information since the device functioned as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 2200ts tourniquet, serial number (B)(4), tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was instability of the device during surgery. There was no extension or delay in the surgical procedure. Additional information received determined that the device regulates itself more often and inflates/deflates. No adverse events were reported as a result of this malfunction.